Event description:
Patient was revised to address ongoing infection. Update rec'd ((B)(6) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt-chromium metal ions and particles released into blood, tissue and bone, severe pain, discomfort and inflammation. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/24/2014 -pfs and medical records received. Please change the dor to (B)(6)2012. The original head and liner were replaced on (B)(6) 2012 for pain discomfort, and bursitis. The patient went back into the operative room on (B)(6) 2012 for another debridement and liner change. The second liner is not being reported as this is a recurrent issue. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.